Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. However a review of the logs indicated errors that would have resulted in a loss of mechanical ventilation as a result of high pressure. The positive end expiratory pressure safety valve was replaced and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the airway pressure is much higher than expected. There was no report of patient involvement.